Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and voluntary recall..

Event description:
Healthcare professional reported right side exchange "due to rupture and pain" and "due to voluntary recall." Device has been explanted.

Event description:
Healthcare professional reported right side exchange "due to rupture and pain" and "due to voluntary recall." Device has been explanted.

Manufacturer narrative:
Device evaluation visual analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified sharp broken on radius and missing shell. Base on the device analysis the final assessment is: a sharp broken on radius assessed as an unidentified (tear) opening. Missing shell assessed as inconclusive additional, changed, and/or corrected data: h.3, h.6.